Event description:
The manufacturer representative (rep) had seen patient on (B)(6) and today with the same message: device battery depleted. Charge battery now. Exit session. Caller reported on the (B)(6), she taped the recharger to the patient and charged and instructed the nurse to continue charging. Rep met with patient today and same error message is seen. Reviewed message and suggest charging implantable neurostimulator (ins). Information was received from the healthcare provider (hcp), MRI was ordered for patient (pt) due to weakness, tech services (tss) asked if reported symptom is potentially related to dbs - caller states pt is having "issues" with the left dbs battery which correlates to right side weakness. Caller stated the pt's neuro hcp is trying to rule out stroke. Caller stated pt had a pte eval on (B)(6) 2024 where right arm weakness was noted so caller suspects reported symptom may have started around 3 days ago but is not positive. Caller also stated pt has severe parkinson's so they cannot really understand what the pt is saying - tss asked if this is related to recent symptom (noted earlier), caller is unsure and stated they don't know pt's baseline. Caller then noted ems reported the left dbs is depleted "per mdt eval earlier this week" (caller suspects this references last week), caller had no additional info regarding this mdt evaluation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9200 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported th e cause of the battery depletion was due to the patient not charging due to their recharger being lost. The patient received a new recharger and education on charging which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the ins ¿issue¿ was referring to the depletion of the implant. It was unclear if the symptoms were confirmed to be due to a stroke or what the cause of the symptoms were.